Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient's spouse reported that approximately in 2024 the patient experienced a buried bumper and a serious infection of the stoma site to the entire abdominal area. The spouse reported that unknown dates, the patient experienced recurrent stoma infections due to the buried plate. On an unknown date, the buried bumper became infected, generating a cyst which spread to the entire abdominal area. A culture revealed an unspecified bacteria which required unspecified intravenous antibiotics. On (B)(6) 2024 the patient underwent a complete replacement of the tubes due to the colonization of the tubes. The tubing was discarded but the surgical team decided to leave the buried plate implanted due to the patient's current advanced state of illness. The patient was hospitalized for 2 days and was discharged with unspecified oral antibiotics.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper and stoma site infections are known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.